Event description:
The rep reported the device was being used during a breast biopsy. It was reported two samples were obtained. The holster could not be rotated to the third position. The case was aborted.